Event description:
Patient was revised to address fracture of the ceramic head. It was reported that the patient slipped on glazed frost and fell on right side. Pain when moving since fall. One day before revision an abrupt circular motion performed by patient caused stronger pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.